Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that device broke during the procedure. All broken pieces were removed and the procedure was completed successfully.

Manufacturer narrative:
Gtin: (B)(4). The device manufacturer date is not known. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: a needle broke off the outer sheath. Probable root cause: design: inadequate raw material selection, tip geometry not designed to facilitate soft tissue penetration. Manufacturing: instrument tip or needle shaft not manufactured to specification, incorrect raw materials used for manufacture. Application: user technique related factors, difficult anatomy, extremely tough soft tissue.

Event description:
It was reported that device broke during the procedure. All broken pieces were removed and the procedure was completed successfully.